Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged on xarelto 15mg and aspirin 81mg. During a routine six (6) month follow up transesophageal echocardiography (tee), a non-mobile, device related thrombus (drt) was noted on the face of the closure device. During the routine 45 day follow up, a mobile echo density was noted. The physician plans to keep the patient on oral anticoagulation (oac) indefinitely. There were no patient complications.